Event description:
It was reported that; dr. Was performing the last tightening with the wrench torque, the device broke in two pieces. One of the parts remained attach to the screw inside of the patient. They tried to take out this part, but they couldn't do it. So, they have finish the surgery, leaving this part (screw and tip of the instrumental) inside of the patient. The fear that the sales rep has is that the union between the screw and this part of the instrumental, could end in some kind of reaction between these two materials. According to the surgical assistant that was present in the surgery, the doctor didn't do anything abnormal. According to the surgical assistant, the delay was about one hour and twenty minutes.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned device was confirmed to have been manufactured in 2004, which means the device was approximately 10 years old when the fracture occurred. It is likely that the age of the device contributed to the fracture. Furthermore, no manufacturing issues were identified during manufacturing record review. Conclusion: the most likely cause of the reported event is wear of the device due to its age.

Event description:
It was reported that; dr. Was performing the last tightening with the wrench torque, the device broke in two pieces. One of the parts remained attach to the screw inside of the patient. They tried to take out this part, but they couldn't do it. So, they have finish the surgery, leaving this part (screw and tip of the instrumental) inside of the patient. The fear that the sales rep has is that the union between the screw and this part of the instrumental, could end in some kind of reaction between these two materials. According to the surgical assistant that was present in the surgery, the doctor didn't do anything abnormal. According to the surgical assistant, the delay was about one hour and twenty minutes.